Manufacturer narrative:
(B)(4). Investigation results visual examination of the returned device revealed that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Functional examination was performed by attaching the device to an encore inflation unit. Positive pressure was applied and a pinhole was noted in the balloon material located at the proximal edge of the distal markerband. A visual and tactile examination identified no damage along the length of the device. There were no other issues identified which could potentially have contributed to the complaint incident. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter kit was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was noted to be leaking. The procedure was completed with another nephromax balloon catheter kit . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.